Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing leakage before use. The following has been provided by the initial reporter: I think the problem happened in december. After inserting the nexiva - the nexiva becomes leaky, the customer means that it is from the place where the extension line is assembled to the nexiva. They do not have the lot only a contaminated sample.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used nexiva 20 ga unit without packaging from material number 383537, lot number unknown. One photo was submitted for evaluation which displayed a drawing of the unit with an arrow pointing to where the extension set attached to the winged adapter. A visual/microscopic evaluation was performed on the returned unit where the characteristic v shape of a spear through with skiving was observed. A water/air leak test was performed and air bubbles were observed coming from the area of the slit/cut. The reported issue was confirmed. There are two areas that this defect could happen. 1 ¿ the spear through can happen when the mandrel hitting the catheter from machine setup. 2 ¿ the spear through can happen when the winged adapter assembly and needle set together assembly are assembled from machine alignment issues. This was physical/mechanical evidence to confirm and support a manufacturing equipment / process related issue for the reported defect.

Event description:
It has been reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing leakage before use. The following has been provided by the initial reporter: I think the problem happened in december. After inserting the nexiva - the nexiva becomes leaky, the customer means that it is from the place where the extension line is assembled to the nexiva. They do not have the lot only a contaminated sample.